Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath via the patient's right femoral artery. The pump alarmed "helium leakage." The balloon pressure waveform (bpw) curve was normal and the aortic flow wave was normal. The pt was transported to the cardiac care unit (ccu) where the pump was exchanged off the pt. The second pump also alarmed "helium leakage." As a result, the cardiologist removed the iab and replaced it with a new iab. The second iab functioned perfectly. There was no reported pt death or injury. Medical intervention was required and described as "extra compression on the insertion site to stop the bleeding" and as a result intra-aortic balloon pump (iabp) therapy was delayed / interrupted. There were no reported pt complications and at this time the pt is recovering in the ccu. Add'l info received on (B)(6) 2011 indicated the iab was prepped per instructions. The iab was inserted approx three minutes when the alarm began and then approx every three minutes. It is unk if the sheath and iab were removed as a unit. The same insertion site was used for the second iab. The hospital is unable to determine which pump had the alarms; they had 6 pumps running at this particular time and cannot tell. All pumps had been serviced in 2010. Reference MDR #1219856-2011-00128 for the iabp report.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.